Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 118, 123 and 218 mg/dl. The customer's expected fasting blood glucose test result range is 75 - 85 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, product is stores in the kitchen. The test strip lot manufacturer's expiration date is 11/13/2018 and open vial date is (B)(6) 2016. The customer stated that she is not currently taking any medication. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with all the results. Customer was educated on proper storage technique since customer stores the test strips storage in the kitchen. The time and date on the meter verified is set correctly. The customer is not currently taking any medication.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 118, 123 and 218 mg/dl. The customer's expected fasting blood glucose test result range is 75 - 85 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, product is stores in the kitchen. The test strip lot manufacturer's expiration date is 11/13/2018 and open vial date is (B)(6) 2016. The customer stated that she is not currently taking any medication. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with all the results. Customer was educated on proper storage technique since customer stores the test strips storage in the kitchen. The time and date on the meter verified is set correctly. The customer is not currently taking any medication.